Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be successfully interrogated after two programmers were used. However, interrogating another device with one of the same programmers was successful. Reportedly, a magnet was used, and no response was noticed from this ICD. Wand connections and more telemetry troubleshooting was made, but the issue persisted. In addition, the patient weighs 300 pounds and x-rays were performed to confirm the product implantation. The device was clearly visible. Technical services reviewed the case and indicated that the patient should be considered unprotected, and this product should be replaced as soon as possible. Subsequently, this ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Visual inspection noted minor scratches and tool marks on the case. However, the seal plugs are intact, and the set screws operate normally. X-ray inspection noted the plasma fuse was damaged, causing the lack of telemetry on the ICD. The laboratory analysis confirmed this telemetry condition was the result of a shock therapy delivered into a shorted lead which damaged the plasma fuse. This type of damage is deemed due to the environment outside of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be successfully interrogated after two programmers were used. However, interrogating another device with one of the same programmers was successful. Reportedly, a magnet was used, and no response was noticed from this ICD. Wand connections and more telemetry troubleshooting was made, but the issue persisted. In addition, the patient weighs 300 pounds and x-rays were performed to confirm the product implantation. The device was clearly visible. Technical services reviewed the case and indicated that the patient should be considered unprotected, and this product should be replaced as soon as possible. Subsequently, this ICD was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.